Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that it was difficult to remove a catheter from the patient because there was a bump on the shaft of the catheter. Upon removal a syringe was connected to the catheter to withdraw the water from the balloon. The balloon was deflated. The doctor tried to remove the catheter, but met resistance, then the doctor pulled with force on the catheter and the catheter came out of the patient. There was not any patient injury reported.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿insert catheter into the urethral meatus and advance it until the balloon enters the bladders and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." (B)(4).

Event description:
It was reported that it was difficult to remove a catheter from the patient because there was a bump on the shaft of the catheter. Upon removal a syringe was connected to the catheter to withdraw the water from the balloon. The balloon was deflated. The doctor tried to remove the catheter, but met resistance. Then the doctor pulled with force on the catheter and the catheter came out of the patient. There was not any patient injury reported.